Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and returned to guidant by a competitor. Although no complaints were received regarding this device, laboratory analysis has revealed a device malfunction.